Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7279295.

Event description:
It was reported that during a trial procedure, the patient experienced severe pain and asked to stop the procedure mid trial. It was noted that the physician had difficulty advancing both leads into epidural space as the patient was yelling and moving around. The patient was doing well postoperatively. All device components were removed and were not returned due to facility policy.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2316-50e. Serial: (B)(6). Batch: (B)(6). Model/catalog description: infinion 16 trial lead kit 50 cm. Unique identifier (UDI): (B)(4). Investigation results: the leads were not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.

Event description:
It was reported that during a trial procedure, the patient experienced severe pain and asked to stop the procedure mid trial. It was noted that the physician had difficulty advancing both leads into epidural space as the patient was yelling and moving around. The patient was doing well postoperatively. All device components were removed and were not returned due to facility policy.

Event description:
It was reported that during a trial procedure, the patient experienced severe pain and asked to stop the procedure mid trial. It was noted that the physician had difficulty advancing both leads into epidural space as the patient was yelling and moving around. The patient was doing well postoperatively. All device components were removed and were not returned due to facility policy.